Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Reimplantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Hearing performance with the device is affected. Reimplantation is being considered.

Event description:
Hearing performance with the device is affected. The user reports intermittency. The user will be seen in december for follow-up.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.